Event description:
A 25mm slic screw device was implanted in a patient's scaphoid. Approximately 3.5 months after implantation, the device was explanted because the patient complained of non-descriptive pain.